Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00442. It was reported that a rotaburr and rotawire removal difficulties occurred. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During the procedure, when the rotawire was advanced through the burr, it was noted that severe resistance was encountered and the rotawire did not advance well. The procedure was completed; however, it was noted that severe resistance was felt when the rotaburr and rotawire were removed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No damage was noted on the rotawire upon initial inspection. Visual inspection observed the spring tip was slightly stretched with the solder weld missing. The rotablator plus device was also returned and the rotawire was able to be inserted into the burr and advanced through the rotablator device. The rotawire was able to be removed from the rotablator device with no resistance or issues. The overall length and the outer diameter (od) of the distal tip could not be measured upon dimensional inspection due to the condition of the device. Od of the middle and proximal of the device were within inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user /use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu indicates that "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip". (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00442. It was reported that a rotaburr and rotawire removal difficulties occurred. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. During the procedure, when the rotawire was advanced through the burr, it was noted that severe resistance was encountered and the rotawire did not advance well. The procedure was completed; however, it was noted that severe resistance was felt when the rotaburr and rotawire were removed. No patient complications were reported.

Event description:
It was further reported that the rotalink burr was not inserted to the portion of the spring tip solder joint. Therefore, there is no possibility that the rotalink burr touched this portion of the rotawire. Furthermore, the missing solder joint was observed outside the patient. No pieces of the rotawire remained in the patient's body.

Manufacturer narrative:
Describe event or problem, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The spring tip was inspected and it was found slightly stretched with the solder weld missing. The rotablator plus device was also returned for analysis with the rotawire. The wire was able to be inserted into the burr and advanced through the rotablator device then removed from the rotablator device with no resistance or issues. The overall length couldn't be measured due to the device condition (spring tip stretched). The overall diameter of the distal tip couldn't be measured due to the device condition (spring tip stretched and solder weld missing). The overall diameter of the middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).